Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the flexibility adjustment ring had a scratch, grip had a scratch, suction cylinder had no color, right/left and upward/downward knobs had scratches, switch box had a scratch, switch #1 had a cut, scope connector cover unit had a scratch, plug unit had a scratch, image guide protector had a chip, light guide bundle had breakage, objective lens had a scratch, light guide lens had a crack, and the connecting tube had a buckling. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope introduction sheet had folds and broken adhesions. The device was returned for evaluation. During the device evaluation, it was found that the air/water tube and the jet tube contained foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for unspecified foreign materials in air/water channel, air/water cylinder and auxiliary water could not be determined, because whether there was deviation from instructions for use on reprocessing steps for the point where the material remained was not confirmed and there is no confirmation of physical damage at the point where the material remained. The event can be detected/prevented by following the instructions for use which state: detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.